Event description:
Procedure: total abdominal hysterectomy according to the reporter: an endo gia roticulator* 30-2.5 sulu was loaded onto the device and found it completed the firing normally, however, it could not be released from the tissue. Additional resection was required for the release of device and the case was corrected by suturing. The patient is currently under follow-up. Operating time did extend by more than 30 minutes. There was additional tissue resection and no tissue damage. Nothing fell into the patient's cavity and there was no bleeding.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).